Manufacturer narrative:
During follow-up, the device was found to be in backup vvi mode due to event queue overflow of the merlin transmitter. The device was reprogrammed and the patient was in stable condition.

Event description:
During follow-up, the device was found to be in backup vvi mode due to event queue overflow of the merlin transmitter. The device was reprogrammed and the patient was in stable condition.